Event description:
Device report 1 of 2. Ref MFR report: 1627487-2012-07026. The pt was being implanted with two percutaneous leads from different lots. It was reported during the permanent scs implant procedure the physician experienced difficulties in placing the leads due to pt anatomy and subsequently more than one dural puncture and cerebrospinal fluid leakage was observed. The pt remained asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.